Event description:
It was reported by the customer that a pyxis anesthesia es system drawer randomly fails for no apparent reason, users are able to recover the drawer to access medication, but the issue is impeding cases. The customer did not release additional information regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, d1, d4, d5, d9, e3, g6, h2, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 09-feb-2022 to 09-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer randomly fails for no apparent reason. A field service engineer found that or4 drawer 2.2 bad retractor band cable causing the issue. Replaced retractor band cable and installed switch bracket to resolve the issue followed by performing preventive maintenance. The system functioned as intended after the field service engineer replaced the parts of the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system drawer randomly fails for no apparent reason, users are able to recover the drawer to access medication, but the issue is impeding cases. The customer did not release additional information regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Investigation of the actual device used in this incident was carried out in a separate complaint file,(B)(4) where it was determined that the device's retractor band cable required to be replaced. The retractor band cable was replaced, and the switch bracket was installed. Preventative maintenance was performed on the device. The system functioned as intended.